Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and black foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and black foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: yesterday the customer found this tube contaminated with something inside the gel as it clear in the pictures.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: yesterday the customer found this tube contaminated with something inside the gel as it clear in the pictures.